Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broken off at 16.5 mm from the distal end. There was no scratch around the surface of the broken probe. As the result of checking the manufacturing record of the subject device, there was nothing abnormal detected. This type of probe damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, the breakage of the probe might be caused by excessive stress applied to the probe due to activation while holding the tissue and twisting the subject device. The instruction manual of the subject device already states; do not activate ultrasonic output while twisting the insertion section to grasp hard or thick tissues or while turning the rotatable knob. The probe could contact internal parts and become damaged.

Event description:
It was informed that the subject device was used during a laparoscopic cholecystectomy. After the procedure, the doctor withdrew the subject device. Then he found a crack on the probe. And the probe was broken on the instrument table. The doctor completed the procedure with another device. No patient injury was reported.